Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the battery is not holding a charge. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up and no further information was able to be obtained.